Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed a low flow hazard alarm; however, a specific cause for the alarm could not be conclusively determined. Further, the reported beeping sound could not be confirmed, and a specific cause for the sound could not be conclusively determined through this evaluation. The controller event log files contained events from 21sep2025 to 07oct2025. A low flow hazard alarm was captured on (B)(6) "2205", which was associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal dysfunction), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's wife heard a short "beep" sound that terminated immediately and alarmed everyday around 0700. Log files were sent to tech services for review. Log file review appeared to capture only a period of low flow events on 06oct 0436 through 0448, but no identifiable alarms consistent with the reported event. It was later reported that the patient is on veno-venous (vv) extracorporeal membrane oxygenation (ECMO) and on a tracheostomy. It was later reported support staff that the patient was originally admitted due to shortness of breath and weakness. It was also later reported that the patient experienced respiratory failure requiring tracheostomy, rv dysfunction, and renal dysfunction. The patient was implanted with an ICD made by medtronics at an unknown date. The cause of the low flow alarms and the reported beeping sounds was not identified. Patient's plan of care required a dual heart and kidney transplant and was transferred for evaluation.